Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The cause of the implant taking forever to charge was because they left the stimulator on while charging. To resolve the issue they turned the stimulator off while charging. No further complications were reported/are anticipated. [Please refer to (B)(4), as changing unexpectedly, (B)(4), stim is not quite enough]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated that her ins takes forever to charge. The patient stated it takes 4-5 hours to get 3 bars. The patient stated she always repositions to get 8 coupling boxes. The patient also stated she knows where her ins is because it is very close to the surface and she weighs around (B)(6) lbs. No further complications were reported. No patient symptoms were reported.